Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on radius. Leak test and microscopic analysis was performed which identified: crack valve, striated opening on radius, creases flat and wear abrasion. Based on the device analysis the final assessment is: a striated opening on radius due to surgical damage consist in the use of some surgical tool. A cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.